Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient was hospitalized due to diabetes complication and treated there by a nurse. There was no information about the medical intervention provided nor the treatment administered. There were no symptoms reported. The cgm was reported inaccurate and the cgm reading was 100 points discrepant with the bg reading, but there are no specific values reported. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.